Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt was diagnosed and treated for trace superficial punctate keratitis (spk). The pt reported halos, glare, blurred vision, and slight foreign body sensation. The event resolved by treatment with medication. In the optometrist's opinion, the device did not cause or contribute to the event; "not surgical related, som pts naturally have poorly attached epithelium." There are 2 medical device reports associated with this event. This report is for the right eye.